Event description:
On (B)(6) 2012, the patient's wife reported, the patient is having issues with priming the infusion set tubing and it took 30 units to prime. She also reported that the patient's blood glucose has been elevated in the high 200 mg/dl range for the past 6 weeks to 2 months. He treated elevated blood glucose with the infusion device. His normal blood glucose range is 130-150 mg/dl. The patient's wife was advised that if the piston rod of the infusion device and the plunger of the insulin cartridge are not properly aligned it could take longer to prime. The patient has recently had an upset stomach and feels nauseated. His basal rates were increased by his physician from 2.2 u/h to 2.4 u/h at the end of (B)(6) and his blood glucose continues to be elevated. Troubleshooting did not reveal any product issues. The patient was advised to switch to the backup infusion device. Upon follow up on (B)(6) 2012, the patient's wife stated, the patient's blood glucose returned to normal after he switched to the backup device. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced. The infusion device and adapter were requested to be returned for evaluation. The infusion set and insulin cartridge in use at the time of the event were discarded.